Event description:
Our office has been prescribing bedwetting alarms for several years. We tell patients to purchase these alarms online. We have received 3 complaints in the last 2 moths of problems with the malem bedwetting alarm. We did not report the first two as we believed that it would have been unrelated, however all three were similar in nature and were the result of the alarm overheating and burning and the child in sleep. The three cases are all similar and the patients were burnt on the neck area. FDA safety report ID # (B)(4).